Manufacturer narrative:
(B)(4). Additional information including patient details were requested to aid the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. It has been confirmed that the patient did not experience and trauma leading up to the event and that the explanted devices were discarded following the revision surgery and thus cannot be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Operative notes and x-rays have been provided and shall be reviewed at corin. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Cormet revision due to subsidence and subsequent protusio and loosening.

Event description:
Cormet revision due to subsidence and subsequent protusio and loosening.

Manufacturer narrative:
Per -1904 final report. Additional information including patient details, medical history, patient activity level and additional xrays were requested, but were not available for the investigation. It has been confirmed that the patient did not experience any trauma and that the explanted devices were discarded following the revision surgery and thus cannot be returned for examination. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. X-rays were reviewed at corin. The cup of the implant was in an unusual position, and seemed to have gone through the acetabular wall. This could have occurred due to a thin wall at the first revision, potentially due to excessive reaming, so that the wall could not support the cup. However, in case of fracture of the wall, it would be expected to find bone fragments on the xrays, but no such debris were visible. Based on the information available for this case, this event is considered to be related to the surgical technique at the first hip revision. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.